Manufacturer narrative:
The baxter technician found the trendelenburg motor stop working sporadically in reverse-trendelenburg mode and the remote control displayed "error 810 - defective drive detected (position data not plausible)/please restart the operating table." The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. Although there was no reported injury with this event, if the report of a table not responding were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event. The technician replaced the trendelenburg motor to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that pst 500 had an issue, table did not respond. There was no patient injury or death reported with this event.

Manufacturer narrative:
No further information is available on the repair at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.